Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported mr, hypotension, hypertension, tachycardia, and bradycardia. Mr, hypotension, hypertension, tachycardia, and bradycardia are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization, surgical intervention, unexpected medical intervention, and medication required were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The article, ¿hemodynamic tolerance of teer device extraction followed by tmvr¿, as e-234982 article.pdf. Correction to d6b: date of explant was incorrectly added and has since been corrected to 'not applicable'. Related report numbers referenced in h10 capture the 2 other case studies referenced in the article. B3 - date of event is estimated. D6a - date of implant was estimated. D4 - the UDI number is not known as the part and lot numbers were not provided.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, ¿hemodynamic tolerance of teer device extraction followed by tmvr¿, was reviewed. The research article presents a case study of a recurrent mitral valve dysfunction or mitral regurgitation after transcatheter edge-to-edge repair (teer). This article describes the time required and hemodynamic profiles of the percutaneous mitraclip (abbott cardiovascular) extraction followed by compassionate use of a non- abbott transcatheter mitral valve replacement (tmvr) system. The patient was placed on an intra-aortic balloon pump (iabp). Following clip detachment and removal, there was a decline in mean arterial pressure, the most dramatic being a decline from about 70 mm hg to a nadir of about 45 mmhg. During the procedure there were moments of low mean arterial pressure, high arterial pressure, tachycardia, and bradycardia; however, no patients experienced catastrophic decline in hemodynamic status. There were moderate increases in the baseline infusion of norepinephrine to a peak dose 0.1 mg/min/kg. The article concluded the ability of these chronically decompensated patients to tolerate a period of torrential mr was better than expected and should pave the way for more creative solutions to this challenging clinical scenario. The primary author of the article is gregory j. Condos, md department of cardiology, university of washington school of medicine, seattle, washington, USA; department of anesthesiology and pain medicine, university of washington school of medicine, seattle, washington, USA; and the department of cardiothoracic surgery, university of washington school of medicine, seattle, washington, USA.. The correspondence author is dr james m. Mccabe, university of washington school of medicine, 1959 ne pacific street, box 356422, seattle, washington 98195-6422, USA. E-mail: jmmccabe@cardiology. Washington.edu. X handle: @jamiemccabemd.